Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose level was 47 mg/dl. Customer treated with carbohydrate for low blood glucose. Customer also complained for change sensor and calibration not accepted. The customer decline troubleshooting for high blood glucose. The sensor will return for the analysis. The insulin pump will not return for the analysis.